Manufacturer narrative:
(B)(4). Catalog#: unknown but referred to as a cook celect filter. Since catalog# is unknown the 510(k) for celect could be either k061815, k073374 or k090140. Investigation is still in progress.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] allegedly received a cook celect platinum filter on (B)(6) 2011 at (B)(6)". Additional information received on 02jun2016: [pt] had a cook celect filter implanted in her inferior vena cava. Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
(B)(4). Catalog number: unknown but referred to as a cook celect platinum filter. Platinum was first released to us in 2013 so it could not be a platinum since implant date is (B)(6) 2012. Since catalog number is unknown the 510(k) for celect could be either k061815, k073374 or k090140. Investigation is still in progress.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] allegedly received a cook celect platinum filter on (B)(6) 2011 at (B)(6)." Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Manufacturer ref# (B)(4). Exemption number e2016032. (B)(4). It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating ¿anxiety". Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
Manufacturer ref# (B)(4). Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. H11) corrected data based on new information received: b1) adverse event to product problem. H1) serious injury to malfunction. The event is currently under investigation. A supplemental report will be provided upon conclusion. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
This additional information was received on 06/14/2016 as follows: the plaintiff allegedly received the filter implant on (B)(6) 2011 due to bilateral pe, right lower extremity dvt, idiopathic thrombocytopenic pupura, and subarachnoid hemorrhage. Per additional information submitted by the plaintiff, no filter retrieval attempt has occurred to date. The plaintiff alleges anxiety.